Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not reproduced during product evaluation. The condition was caused by the air in line printed circuit board being out of calibration . The air in line printed circuit board was cleaned and recalibrated to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter service personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.